Manufacturer narrative:
(B)(4). (B)(6). Manufactured august 6, 2015 - august 7, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor bladder burst approximately 24 hours into a 46 hour infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.